Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted and replaced due to a fracture possibly caused by subclavian crush. The ra lead dislodged during the procedure, so it was replaced as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.